Manufacturer narrative:
This event was previous reported under manufacturing report # 1822565-2013-01355. Primary operative notes do not indicate a root cause. It is unknown if the cement was allowed to cure with the knee in full extension. The revision operative notes indicate that the tibial component was loose and reported to the "not bonded very well". The tibial component and the articular surface were explanted. The cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient was revised due to increasing pain and loosening of the tibial component.